Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found ise buffer valve was faulty. The fse replaced the ise buffer valves to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is: (B)(6). Beckman coulter internal identifier is: (B)(4).

Event description:
The customer reported obtaining high patient results for sodium (na) on their au480 clinical chemistry analyzer. The customer repeated the patient sample and obtained normal results. The customer did not release high results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.